Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the conventional rubber stoppers embrittled. This is a report of two occurrence, no report of adverse or injury. The following information was provided by the initial reporter: because the conventional rubber stoppers embrittlement, which leads to the obstruction of probe of automated cell counters, resulting the sample contamination and instrument failure.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to stopper coring as all samples met specifications. Additionally, one hundred (100) retention samples of lot 2259057 and eighty (80) retention samples of lot 2259062 were visually examined. No issues were observed relating to stopper coring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper coring. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot#: 2259057. D4. Medical device expiration date: 31-jan-2024. H4. Device manufacture date: 16-sep-2022. D4. Medical device lot#: 2259062. D4. Medical device expiration date: 31-dec-2024. H4. Device manufacture date: 16-sep-2023.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the conventional rubber stoppers embrittled. This is a report of two occurrence, no report of adverse or injury. The following information was provided by the initial reporter: because the conventional rubber stoppers embrittlement, which leads to the obstruction of probe of automated cell counters, resulting the sample contamination and instrument failure.